Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red itchy and open. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable